Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device exhibited a time to therapy of 42 seconds, due to noisy signals during post implant induction testing. The technical services data review suggests the noise was external in nature, likely from the implant environment. No medical nor surgical intervention has been required and to date the system remains implanted and in service without further complications.